Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information reviewed, the positioning failure appears to be due to patient conditions. The reported tissue damage appears to be due to procedural conditions. The reported patient effect tissue damage is listed in the mitraclip ntr/xtr instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a previous myocardial infarction with a papillary muscle rupture, restricted posterior leaflet (p2-p3) and anterior prolapse flail (a2-a3). It was noted that due to the inexperience of the cardiographer, imaging was difficulty throughout the procedure. The clip delivery system (cds) (90923u162) was advanced into the left ventricle (lv); however, while grasping, part of the ruptured papillary muscle became stuck in the clip. The papillary muscle was unable to be released; therefore, the clip was deployed on the leaflets with the tissue still attached to the clip. Mr did not reduce, so an additional cds (90923u161) was inserted and advanced. It was noted that shortly after the clip was advanced into the valve, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that no interaction occurred with the two clips. Transesophageal echocardiography (tee) showed that a tear of the anterior leaflet had occurred and was suspected to be caused by a combination of the two clips. The second clip was attempted to be implanted, but due to the leaflet tear, grasping was difficult, and a good leaflet insertion could not be achieved. Therefore, the clip was removed, and mitral valve replacement surgery was performed. There was no clinically significant delay in the procedure. No additional information was provided.